Manufacturer narrative:
Device evaluated by MFR.: the acq pc received in good condition with no visible damage observed. The mdu-5 plus was received with corroded pins on the mdu-5 plus hub. The mdu-5 plus meets specifications for qc functional test. The acq pc was installed into a ilab lme/lmr system. After the main power switch was turned on the gold system. The gold system booted up properly with no failures observed. The returned acq pc passed polaris basic functions check test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same cases as: 2134265-2015-08932 and 2134265-2015-08935. It was reported that an automatic pullback failure occurred. During a procedure, an ilab ultrasound imaging system was selected for treatment. Pre intravenous ultrasound run was successfully conducted and subsequently, post intravenous ultrasound was performed to view the unspecified stent. However during the second run, an automatic pullback failure occurred with an acquisition pc error displayed, which instructed to reboot the system. The system was then restarted but error messages were displayed. The system was able to save the first run but not the second run. Hence, second run was then again conducted, but same error message occurred during pullback. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Same cases as: 2134265-2015-08932 and 2134265-2015-08935. It was reported that an automatic pullback failure occurred. During a procedure, an ilab ultrasound imaging system was selected for treatment. Pre intravenous ultrasound run was successfully conducted and subsequently, post intravenous ultrasound was performed to view the unspecified stent. However during the second run, an automatic pullback failure occurred with an acquisition pc error displayed, which instructed to reboot the system. The system was then restarted but error messages were displayed. The system was able to save the first run but not the second run. Hence, second run was then again conducted, but same error message occurred during pullback. No patient complications were reported.